Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the pump battery was loose and does not charge unless they hold the charger in a specific position. The customer's blood glucose level was 144 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.